Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
When I went to remove it the string broke [device breakage] . Unable to remove the tampon myself and ended up having to go to urgent care to have the tampon removed; diagnosis: foreign body in vulva and vagina [foreign body in reproductive tract] . Vaginal irritation [vulvovaginal discomfort] . Case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 27-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as a long-time user, also reported as for the past 10 years [relative to (B)(6) 2024]), the consumer started use of playtex sport plastic, unscented. On (B)(6) 2024, after inserting the product at 5 pm, the string broke off entirely when she went to remove it around 8 pm (also reported as 3 hours after use) which caused her to be unable to remove the rest of the tampon herself. On (B)(6) 2024, she had to go to urgent care where she was diagnosed with foreign body in vulva and vagina. Subsequently the tampon was removed. The consumer felt it was very traumatic and she was very concerned about the product going forward. She was going to throw out the rest of the box and was very worried about this happening again. As of (B)(6) 2024, the status of product use was withdrawn. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
When I went to remove it the string broke [device breakage]. Unable to remove the tampon myself and ended up having to go to urgent care to have the tampon removed; diagnosis: foreign body in vulva and vagina [foreign body in reproductive tract]. Vaginal irritation [vulvovaginal discomfort]. Case narrative: on 18-may-2024, a spontaneous report was received from a consumer regarding a 27-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 29-oct-2024, additional information was received in the form of medical records. Medical history and concomitant products were not reported. On an unspecified date (reported as a long-time user, also reported as for the past 10 years [relative to (B)(6) 2024]), the consumer started use of playtex sport plastic, unscented. On (B)(6) 2024, after inserting the product at 5 pm, the string broke off entirely when she went to remove it around 8 pm (also reported as 3 hours after use) which caused her to be unable to remove the rest of the tampon herself. On (B)(6) 2024, she had to go to urgent care where she was diagnosed with foreign body in vulva and vagina. Subsequently the tampon was removed. The consumer felt it was very traumatic and she was very concerned about the product going forward. She was going to throw out the rest of the box and was very worried about this happening again. As of (B)(6) 2024, the status of product use was withdrawn. No additional information was provided. On (B)(6) 2024, the medical history was updated to include colonoscopy, tonsillectomy, and allergic to penicillin. Concomitant product included kelnor 1mg-35mcg (ethynodiol diacetate and ethinyl estradiol) 1 tablet, 1x/day, orally. On (B)(6) 2024, the patient presented to the hospital due to a foreign body sensation in vagina after her tampon string broke, and she was unable to remove it. Subsequently, the patient¿s foreign body was visualized using a lighted speculum and successfully removed using forceps. As of (B)(6) 2024, the status of product use was withdrawn. No additional information was provided.